Manufacturer narrative:
Evaluation summary: the analysis results found that the two lcsc5 devices were returned with the blade scratched and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. An error code 5 / solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips, or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. A batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, error code 5 instrument. Unknown how case completed. No patient consequence.